Event description:
The healthcare provider (hcp) reported that the implanted neurostimulator (ins) was not working / not functional. The hcp could not clarify what that meant. The pt was in need of an MRI, but left their equipment in their home state; pt was in another state at the time of the report. The hcp reported the lead was wrapped around something or near something so the doctor in the pt's home state was unwilling to remove it. No further information was provided. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.